Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging, depleting quickly, and battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level ranged between 186-465 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.